Event description:
It was reported that during a procedure at the user facility a piece broke off the device. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Device discarded by customer.

Event description:
It was reported that during a procedure at the user facility a piece broke off the device. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.